Event description:
A nurse reported thirteen patients with corneal edema following phacoemulsification procedures. The nurse reported that all patients received identical pre and postoperative care. This product was introduced into the cartridge, and during the surgical procedures, a different viscoelastic was injected into the anterior chamber (one package was used for two patients, though with different needles, one needle for each patient). The patients were treated with medications. In a follow up, the surgeon reported the event resolved with treatment. The surgeon reported that by using an elimination approach, it was revealed that the complications were caused by the specified viscoelastics. There are thirteen medical device reports associated with this event. This report is for the eighth of thirteen patients.

Manufacturer narrative:
The product was not returned for analysis. There have been twelve other similar complaints reported in the lot number that are all related to this same event. Additional information was requested and received. (B)(4).